Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v278049, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted this started a couple weeks prior to report but they weren¿t sure. It was stated the patient noticed a bump or raised area on the right side of their back side near or above the sacral nerve. Reportedly, when the patient pushed the raised area they felt a shocking shoot down from their abs to their toes. It was noted the patient¿s implant was on their left side. The patient stated they had lost weight and when they wore jeans with a belt they felt constant shocking. It was noted the patient turned their stimulation off two days prior to report and the shocking stopped. It was stated when the patient turned the implantable neurostimulator (ins) off they noticed they went to the bathroom more and they were able to fully empty their bladder which they weren¿t able to do with the ins on. The patient stated they thought they did not need the device therapy anymore.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had their device removed on (B)(6)2014 because it had started shocking them and the leads had moved. The patient never realized that since it had been removed the patient had now normal bowel movements 2 times a day where before they would have to take laxatives and be lucky to have 1 a week. It was noted that the patient&#38112;urine flow was more powerful and where they felt that they could completely empty their bladder and get a whole night's sleep. It was a wonderful feeling not peeing every hour in the day and not having to get up at night. It was reported that the patient thought they would write and tell the manufacturer of the obstacles they had endured with the unit. If the manufacturer ever did a clinical trial on the device the patient wanted to be added to the trial and they may have been out of some money but it was definitely worth it. It was noted that the patient had no more pain or electrocution anymore or urge frequency and it made the patient's life hell. The patient would not recommend the device to anybody and it sucked.